Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. F(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) with unexpected longevity. It was also noted that the atrial lead impedance started to rise approximately one year ago and was high. The device was explanted and the new device connected to the atrial lead and the impedance was in the normal range. The physician requested analysis on the explanted device. No patient complications have been reported as a result of this event.